Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did witness sparking and smoking at the exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue and that she disposed of the original power supply. Sparking is indicative of at least one short in the dc cord, which does not pose an electrocution risk since it is on the dc side of the transformer; however, sparking poses a risk should it come in contact with a combustible material. As the original product is not available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.

Event description:
The customer reported that the power supply for her pump has exposed wires. She indicated that her pump works with the battery pack. An injury was not reported.